Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with high-risk percutaneous coronary intervention. The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, reddish/pink urine was noted. Mean arterial pressures ranged from 99 to 130 mmhg. The managing physician was made aware, and the performance level was decreased per physician's order with plans to reassess. The device functioned as intended at p-2, delivering 1.5 l/min with a purge solution of dextrose 5% in water (d5w). The patient survived to explant. Additional information was received. The p-level was not reduced to resolve the hematuria. This was attempted but ultimately was weaned to p2 and remained there for an hour per the physician and then explanted. The position was checked as well and was optimal. The patient was on heparin with activated clotting time greater than 160. The pump is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.